Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-24889. It was reported that a patient presented in-clinic for a generator changeout. During the procedure, visual examination of both the right atrial(ra) and right ventricular (rv) leads revealed insulation degradation and partial connector pin detachment on both leads. Upon testing the leads, both the ra and rv leads were found to have low pacing impedance. Both leads were capped on (B)(6) 2021. The patient will continue to be monitored and was stable throughout the procedure.